Event description:
The caller alleged discrepant results when compared with lab test results. The test results are as follows: 2008: 1.8, 2.4; on the same day; 2.5, 3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 1.8, 2.5; lab: 2.4, 3.0; mean: 2.10, 2.75; confident limits: 1.4-3.1, 1.7-3.8. The inratio and lab values are within confident limit (rev.2). (Rev. 2) no investigation is needed.